Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separation was confirmed. The failure to advance and difficult to remove could not be tested as it was based on procedural circumstances. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and analysis of the returned product, it is likely that the reported failure to advance, difficulty removing, and separation were due to interaction with the newly implanted stent. Reportedly, the tip of pressure wire became stuck with the stent strut resulting in separation, unexpected medical intervention and foreign body left in patient. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the pressurewire x (pwx), wireless was to be used in the left main (lm),circumflex (cx) lesion, the bifurcation was stented. When advancing the pwx, resistance was felt with the implanted stent strut and there was difficulty removing the pwx due to the implanted stent. The pwx tip separated in the anatomy due to the interaction with the stent strut. The tip was attempted to be retrieved by a snare device but was unsuccessful. The tip remains free floating in the tibial artery. Fractional flow reserve was discontinued. There was no patient sequela. No additional information was provided.